Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call keypad anomaly. Customer¿s blood glucose was 140 mg/dl. Troubleshooting was performed. Customer advised that the buttons were unresponsive and the issue remained unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. (B)(4).

Manufacturer narrative:
The information provided with the initial report was incorrect. Correct customer weight has been provided with this report.